Event description:
Adverse event(s): "poor post operative outcome" (postoperative refraction, unexpected). Product problem(s): "contact selected but immersion used to calculate iol" (incorrect software programming calculations). A customer reported poor post-operative outcomes. The pt's pre-operative examination was done with an immersion technique and the equipment was set for a contact technique (selected by user). Two pts were involved and now have unsatisfactory results. This is not a device related adverse event or malfunction. Incorrect settings were chosen by the user, resulting in the unsatisfactory post-operative outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).